Manufacturer narrative:
The insulin pump was received with horizontal line on the screen. The problem isolated to lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that there were lines going across the screen. The customer reported that they were having difficulty seeing the display due to display anomaly. The customer's blood glucose was 134 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped or bumped. The customer also stated that the insulin pump was not working properly. The insulin pump will be returned for analysis.